Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump failed volumetric testing. Based on the information provided at the time of the complaint, there was no indication that the failure was MDR reportable. When the pump was returned to mmdg for evaluation the pump was able to deliver as expected, however, the no flow out alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any affect on a patient. The alarm failure was discovered at moog. (B)(4).